Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red/yellow encapsulation and fold creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h6.

Event description:
Patient's relative reported left side "pain", "wrinkling" and "rupture," ultrasound confirmed. Also reported "sjogren's syndrome" which was determined not to be device-related. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient's relative reported left side "pain", "wrinkling" and "rupture," ultrasound confirmed. Also reported "sjogren's syndrome" which was determined not to be device-related. Device remains implanted.